Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported information as part of a focus survey: the patient had swelling in the arm. A leak was discovered at the 7cm depth mark. PICC had been in place for 100 days. Patient was in the interventional radiology department when the leak was discovered. PICC was inserted via the brachial vein to the 0cm depth mark, total length 37cm, locked with saline and secured with statlock. PICC was dressed with the catheter straight up the arm. PICC cleaned with clorexinal 2% during dressing changes. PICC was used for oncology treatment (oxaliplatinum, fluoro). PICC had been used for CT scanning with contrast media power injected. PICC had not had occlusions during the implant duration. Patient had been home with the PICC but did not perform the care and maintenance on the PICC. Unknown if the patient participated in any physical activities. Unknown if there are any xray images for this incident. No other information was provided.